Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).

Event description:
It was reported that the lead impedance was decreasing, and a polarity switch had occurred. The patient remains programmed to unipolar, and the lead remains in use. No patient complications have been reported as a result of this event.